Manufacturer narrative:
(B)(4). Lens remains implanted. Evaluation, method: work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt age - (B)(6), date of birth - (B)(6) 1963. (B)(4). Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated the lens was explanted on (B)(6) 2014. A new incision was made and the lens was explanted with no patient injury. The lens was exchanged for another micl13.2 but a different diopter (-7.5). The patient is doing well.

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The surgeon is planning on explanting the lens due to overcorrection of lens.

Manufacturer narrative:
Method: medical review. Results: per medical review - according to the information received on 05/29/2014, from the hcp, the icl was exchanged for the same size but different diopter to correct residual refractive error. No reported loss of bcva prior to the lens exchange. No reported postoperative sequelae. Given this information it is very likely that procedure related factor (biocalculation error) and/or patient related factor (preference for certain uncorrected distance) could have caused the reported event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a possible cause of the event could have been due to procedure related factor (biocalculation error) and/or patient related factor (preference for certain uncorrected distance). (B)(4).

Manufacturer narrative:
Results: the lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. (B)(4).